Event description:
It was reported that during a da vinci si hysterectomy procedure, visualization had not yet been obtained when the surgeon inadvertently pressed the clutch button, causing the fenestrated bipolar forceps instrument to advance and pierce the patient's large intestine. The damage was repaired and the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No additional patient harm was reported.

Manufacturer narrative:
Based on the information provided by the isi representative in attendance during the surgical procedure, it was determined that the da vinci si surgical system, instruments or accessories did not malfunction in a way that would cause nor contribute to the patient injury. The case was the surgeon's first procedure using the da vinci si surgical system, and it was determined that the patient's injury was directly caused through user error by the surgeon. As of 2009, no adverse events or system malfunctions have been experienced with the site's da vinci si surgical system.